Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to low amplitudes and patient using an impact drill. The technical services (ts) recommended to program alternate vector keep 30 cm distance between drill and s-ICD system. Further, indicated to consider extending smart charge intervals if clinically acceptable and consider enrolling patient in latitude. Additionally, there was an allegation that previous episode in 2024 probably corresponds to non-sustained ventricular tachycardia (nsvt). This s-ICD remains in service. No additional adverse patient effects were reported.